Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the select patient/acquire scans task of a cranial resection procedure the surgeon had difficulty windowing. The clinical specialist (cs) stated that the surgeon called her and was unable to window and level the exam appropriately. He would change the window and level slightly, but the images would jump drastically. They changed from 16 bit to 12 with no change. They re-loaded the scan which then defaulted to 12, and they were able to window and level a little better. They moved to register, but now saw the 3d model was just slices. They went to CT and had a new cd burned. The re-burned cd loaded better and was able to window/level as well as producing a good registration model. However, they were sterile and could no longer register the patient. They aborted navigation. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome. Additional information was received regarding this case. The cd in question was received by technical services (ts), however it was damaged in shipping and therefore could not be reviewed and/or analyzed.

Manufacturer narrative:
A software investigation was initiated; however unable to determine probable cause based on the available information. Investigation proved to be inconclusive; the cd was received but it was damaged in shipping. Due to original cd being the issue, unable to investigate further. If information is provided in the future, a supplemental report will be issued.